Event description:
On (B)(6) 2011, therakos received a report of system pressure alarms that occurred at 220 wbp and at 433 wbp with air being visible in the collect line. Customer stated that the air is appearing at the collect pressure dome. Customer stated a small amount of blood leak was found at the collect pressure dome after the treatment. Customer stated the leak occurred where the tubing is bonded into one of the ports of the collect pressure done.

Manufacturer narrative:
A review of the lot file for y306 was performed. This lot met all release requirements. The kit was not returned for further investigation, therefore, the complaint cannot be verified. (B)(4).